Event description:
Pump unexpectedly displayed the reset screen, as reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller by reloading the cartridge and restarting the sensor.